Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (concentration 5mg/ml; dose 0.25mg/day) via an implantable infusion pump. Patient history included non-malignant pain and chronic low back pain. The patient had experienced increased pain. A catheter aspiration was attempted through the side port at the hcp office and was unsuccessful. At the last pump refill, on an unknown date, they reported getting much more medication than what was expected. A catheter revision was performed on (B)(6) 2015 at which time it was noted that the catheter was severely twisted, severed in the pump pocket, and severed at the anchor as well. The physician suspected the cause of the twisting catheter was excess loose skin and "floppy pocket". The catheter was explanted, discarded by the customer, and replaced with a new catheter. The device issue was resolved. It was unknown if the patient symptoms had resolved following the revision. Patient status at the time of the report was alive with no injury. Additional information has been requested but was not available at the time of this report.